Event description:
Previous control had increased rv pace threshold and rv impedance. At the control this week the impedance was back to the old value, but the pace threshold this week was 6.0 volts @ 1.0 ms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).